Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient-2. Results as follows: date: (B)(6) 2012. Inratio: 1.4, prothrombin time (pt): 13.8. Lab: 3.31, prothrombin time (pt): 21.3. Venipuncture at the lab, tests done five minutes apart. Date: (B)(6) 2012. Inratio: 2.3, prothrombin time (pt): 22.9. Nurse went out to the pt's home to retest him using strips from a different box (same lot number).

Manufacturer narrative:
Investigation pending.